Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found the haptic torn with a piece missing. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Lens not returned.

Event description:
The reporter stated that the surgeon inserted a 12.6mm micl12.6 lens, -09.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens. There was no report of any apparent injury.